Manufacturer narrative:
(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of concomitant therapy is 10/14/2022. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported on october 14 2022, the patient underwent the surgery with va 2.7 clavicle plate, and the screw broke off. Details of implant are being confirmed. No further information is available. This report is for one va lockscr ã¸2.7 he 2.4 self-tap l16 tan. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot part # 04.211.016ts, lot # 8l95367, manufacturing site: werk selzach, release to warehouse date: 06.jan.2022, expiration date: 01.jan.2027, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.016, non-sterile lot # 534p514, manufacturing site: werk selzach , supplier : (B)(4), release to warehouse date: 15.dec.2021. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent open reduction/internal fixation for a clavicle fracture with the products in question. Postoperative x-rays in mid-october showed three broken screws. Rehabilitation was stopped and the patient was followed up with. Imaging was taken again in late october, and it was decided to redo the open reduction/internal fixation because the deviation in the reduction position became large. Re-operation was scheduled for (B)(6) but was postponed for patient convenience.